Event description:
Boston scientific crm received information that this device was not successfully implanted after the leads could not be successfully seated in the header. Despite several attempts to properly seat the leads the device continued to record out of range impedance measurements. The device was not used and another device was successfully implanted. There were no adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately and met all design specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.